Event description:
The customer states the joystick is broken. "Joystick" is how customer is referencing the issue. It could be the rotary knob or paddles. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.